Manufacturer narrative:
The event was due to the loose fit of the cannulas, which were caused by production issues. Appropriate quality measures & production controls were implemented to correct irregularities. The users of the affected devices are being informed of the risk and how to minimize it.

Event description:
A doctor reported that cannulas were falling into multiple patients mouth due to fit issues. The doctor did not indicate that any patients were injured.